Event description:
Generated from service report screening. At low volume settings the unit would not cycle. The pressure level above peep potentiometer would intermittently cause the peep to drop to zero. Lightly tapping the ventilator would make this occur more frequently. The pressure level above peep potentiometer was replaced by allegiance. "This failure on a patient" and no injury resulted. The unit was replaced by another ventilator. The unit was calibrated and tested within manufacturer's specification.